Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the fiber identified that the fiber body was fragmented into 2 pieces, confirming the reported event. The observed fiber tip was found degraded; this is normal degradation of the fiber which occurred through fiber use. Microscope inspection confirmed that the fiber connector was in good condition. A labeling review was conducted on the instruction for use and the IFU has instructions and warnings against fiber breaking. These IFU state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on review of all information available and analysis results, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during an enucleation of the prostate procedure, the fiber working element fractured distally when the physician activated the enucleation pedal. The physician trimmed the fiber tip successfully and proceeded to complete the procedure with the same fiber without patient consequences.

Event description:
It was reported that during an enucleation of the prostate procedure, the fiber working element fractured distally when the physician activated the enucleation pedal. The physician trimmed the fiber tip successfully and proceeded to complete the procedure with the same fiber without patient consequences.